Manufacturer narrative:
This report is submitted on march14, 2023.

Event description:
Per the clinic, the patient experienced pain from the ear mould and was prescribed antibiotic and steroid drops. The implant remains in-situ.